Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile examination of the returned device revealed the corewire is fractured at 179.3cm approx. From the proximal end. All outer diameter measurements are within the specifications. Sem analysis revealed the fracture occurred due to a torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unspecified procedure, a guide wire tip detachment occurred. During positioning of a 014/190cm transcend guide wire the physician noticed that the wire stopped rotating during positioning. When the guide wire was pulled back it was noted that the tip had broke off. The detached tip was retrieved with a snare. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during an unspecified procedure, a guide wire tip detachment occurred. During positioning of a 014/190cm transend guide wire the physician noticed that the wire stopped rotating during positioning. When the guide wire was pulled back it was noted that the tip had broke off. The detached tip was retrieved with a snare. No patient complications were reported and the patient's status is fine.